Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. No definite signs of use were observed. Visual analysis revealed that the dilator tip was split/frayed. Microscopic examination confirmed the damage and revealed white marks around the damage, which indicates stress. The dilator body also appears slightly bent. The dilator length from the hub to the distal tip measured 104mm, which is within the specification limits of 95.2mm - 108mm per the dilator product drawing. The dilator outer diameter measured 3.026mm, which is within the specification limits of 2.98mm - 3.04mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.3462mm, which is within the specification limits of 1.30mm - 1.40mm per the dilator extrusion graphic. The inner diameter of the dilator towards the distal tip could not be measured due to damage to the dilator. Functional inspection of the dilator was performed according to the product IFU, which states "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory guide wire was threaded through the dilator with no resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was slightly split/frayed. The appearance of the damage is consistent with undue force being applied onto the dilator during insertion. The dilator passed all relevant dimensional and functional inspection, and a device history record review based on sales history was performed with no relevant findings. Based on these circumstances, and the signs of use present at the dilator tip, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "the tip of the dilator frays during insertion."

Event description:
It was reported that "the tip of the dilator frays during insertion."

Manufacturer narrative:
Qn# (B)(4).